Event description:
It was reported that during diagnostic evaluation at a manufacturing facility, the subject device was found with multiple faults, including a damaged bottom roll, damaged comb, worn gear, a damaged ratchet, and two missing screws. The faults were identified during preventive maintenance and the unit was subsequently moved to corrective maintenance. There was no patient involvement. Diligence is complete.

Manufacturer narrative:
This event is being recorded under (B)(4). G2: foreign - event occurred in united kingdom. E1:telephone- (B)(6). Once the investigation is completed, a supplemental medwatch 3500a will be submitted.